Event description:
It was reported by the affiliate (3) ems was used during a laparoscopic hernia repair. It was reported the staples were not advancing. The case was completed with another ems. There was no consequence to the pt.